Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after consuming two unannounced breakfasts while using the ilet bionic pancreas, with sensor glucose readings around the low 300s and a stable trend, and the pump delivering correction insulin with documented insulin on board. Symptoms included hyperglycemia. Outcomes included the need for self-management actions such as walking, hydration, monitoring, and consideration of a supply change, with subsequent improvement in glucose levels as insulin absorption was observed. Investigation included telephone troubleshooting, review of pump reports showing active correction, and user education on meal announcements and supply change decision-making. Investigation of this case revealed that the hyperglycemia was attributable to missed meal announcements rather than a device malfunction, with improved glucose values without a supply change indicating adequate insulin delivery and absorption. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error involving missed carbohydrate announcement.